Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the patient line appeared to be orange in color. During troubleshooting with tandem's technical support, the contact filled tubing (while the user was disconnected) and the discoloration would not move. Reportedly, the user had the pump in a black fanny pack and did not wear orange, red, or brown. The user's blood glucose (bg) level was 326 mg/dl. The user changed the cartridge and delivered a bolus via the pump to address bg level.